Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, it was not possible to insert the femoral recon nail, it stops at the isthmus. After reaming the distal part up to 12 and the proximal part to 18, an insert was possible. The surgical procedure was successfully completed. There was a surgical delay of thirty (30) minutes. There was no patient consequences. Concomitant devices reported: reamer (part# unknown, lot# unknown, qty 1). This report is for one (1) femoral recon nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The diameter was to small to insert the nail so the surgeon drilled with a bigger diameter.